Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. Telephone: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the healthcare professional was performing craniotomy, the craniotome bur snapped. No patient impact reported. On follow up, it was reported and confirmed with hcp that there was a 30 minute delay during the procedure. There was a need to perform an additional x-ray procedure as a result of the event. Patient is currently doing well.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool returned was used and broken. Fracture geometry and location were consistent with tool exit from attachment where the greatest stress in bending. The most likely cause of failure was fatigue in plane bending and can be caused when the tool is pressed to dissect or a side load was applied to the tool while it was not rotating. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.